Event description:
It was reported the handpiece is being returned because it gives a constant tone even with a test tip. A sizzling noise and burning smell were noted when the handpiece was plugged into the generator.